Manufacturer narrative:
(B)(4). Date sent: 2/4/2022. Batch # unk. Date of event: unknown; captured as awareness date. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was noted that a patient underwent a total hysterectomy and salpingo-oophorectomy with debulking of pelvic tumor after being diagnosed with stage iii high grade metastatic serous ovarian cancer. 13 days post op, she presented to the emergency department with complaints of abdominal pain and distention. A CT scan showed a large peritoneal abscess with questionable foreign body, and the patient underwent an exploratory laparotomy, right hemicolectomy with creation of end ileostomy, and small bowel resection with anastomosis for perforated viscus and feculent peritonitis. According to the operative note from this procedure, they discovered multiple perforations of the transverse colon near the splenic flexure and hepatic flexure as well as extensive peritonitis. The surgeons decided to perform a right hemicolectomy with an end ileostomy creation due to severe inflammation in the right colon. The surgeons divided the terminal ileum with the ¿echelon linear stapling device¿ and used the same to perform a short segmental ileal resection. A functional side-to-side stapled anastomosis was created along the antimesenteric limbs of the bowel, and the common enterotomy was closed with the ¿linear stapling device.¿ the anterior staple line was oversewn with 3-0 vicryl, and the anastomosis was palpated and found to be patent without tension. There were no immediate postoperative complications. The patient returned for washout and closure on post op day two during which the anastomosis appeared intact. 4 days later, the patient underwent an emergent re-opening of recent laparotomy and re-opening of small bowel resection. The surgeon indicated that the ¿staple line had failed and there was frank spillage of succus into the abdomen.¿ two days later, the patient was noted to have leakage from the enterotomy repair site. The surgeon felt that due to the inflammation, gross contamination, and known metastatic cancer implants throughout the abdomen, an attempt to re-anastomose would fail, so the surgeon left the patient in discontinuity and performed a temporary abdominal closure. Further attempts at repair were considered futile, and the patient did not want further interventions. Palliative care was consulted, and the patient was transferred to hospice and unfortunately passed away two days later.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2022. Additional information.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2022. Additional information; see attached medical records.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2022. Additional information: see attached medical records.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2022. Additional information received: see attached medical records.